Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, acute stent thrombosis occurred. The elective procedure treated the 90% stenosed target lesion located in the mid left anterior descending artery. Pre-dilation was performed with a 3.0x15mm flextome cutting balloon and a 3.0x20mm promus element plus stent was implanted in the lesion. Intravascular ultrasound (ivus) was performed and the stent was post dilated with a 3.0x12 nc quantum apex balloon. Ivus was again performed and the stent was post dilated additionally with a 3.5x6.0 nc quantum apex balloon resulting in a well positioned and well apposed stent. The patient was given nitroglycerin and the procedure was successfully completed. The patient was loaded onto a stretcher but then began complaining of pain. An EKG was ordered and the patient was given 2000 units of heparin and brought back to the table where they were able to visualize thrombus mid stent. Treatment consisted of ballooning with a 3.0x12mm nc quantum apex balloon, ivus and removal of the thrombus with an non-bsc aspiration catheter. The physician felt the patient metabolized heparin at a faster than normal rate lending to the thrombosis event. No further patient complications were reported and the patient status is fine.